Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event after announcing a usual meal, with variable work schedule and meal timing contributing to uncertainty about announcements; the device issued low and urgent low alerts, and an alarm/threshold adjustment was requested and assigned. Symptoms included sweating and cognitive fog. Outcomes included an urgent low glucose of 42 mg/dl lasting about 30 minutes, self-treated with oral carbohydrates (graham crackers and milk dosed at 10 g every 15 minutes), without medical intervention or assistance. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.